Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience. Our team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, (B)(4), severity is severe, based on 12 months complaint trending, occurence =(total complaints in 12 months / 12 months sales volume) x 1,000,000 = (172/85,282,144) x 1,000,000 = 2 ipm which is remote (o2) the risk is acceptable per (B)(4). Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage from the injection port during use. The following information was provided by the initial reporter: patient blood leaked via the injection port of the venflon pro safety in a hospital ward.